Event description:
Additional information was received that this product was fully removed and explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this product was noted to have undergone numerous surgical interventions due to a pocket infection and erosion. It was suspected that in the near future a full system explant will be scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.